Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer reported a blood glucose (bg) level of 50 mg/dl, low bg was due to customer correcting their bg levels with too large of a bolus via the pump. Customer consumed carbohydrates to address low blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.